Event description:
An MRI tech called for MRI information regarding scanning a patient with four stents. On an unspecified date, patient had two cypher stents placed in unknown vessels due to unknown reason. On an unspecified date, patient had another two unspecified cordis stents placed in unknown vessels for unknown reason. No further information was provided.

Manufacturer narrative:
The event date is unknown. An MRI tech called for MRI information regarding scanning a patient with four stents. On an unspecified date, patient had two cypher stents placed in unknown vessels due to unknown reason. On an unspecified date, patient had another two unspecified cordis stents placed in unknown vessels for unknown reason. No further information was provided. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event.